Event description:
Patient complained of many needles not working. No matter how hard he presses on the button to release the dose, insulin does not come through the needle. Verified with patients that both caps were removed and needle was attached to pen properly. Patient stated that some needles in the box worked, while others did not. Symptoms: defective needle. Suspect drug: #1 dosing: use to inject insulin 4 times per day. Diagnosis for use: diabetes mellitus.